Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant meter results compared to lab: (B)(6) 2010; inratiol 5.1; lab: 4.0. Patient's target therapeutic range is 2.5-3.5.